Event description:
It was reported that one month post implant the patient went to the hospital after hearing patient alert tones from the device. At the hospital the device could not be interrogated (telemetry could not be obtained) nor did the device respond to magnet application. It was noted that the device was attempted to be interrogated with multiple programmers but it was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis of the device was done and a visual inspection of the exposed copper traces along the crystal side of the scsp (small chip scale package) (u10) revealed the presence of foreign material between traces 28 (vref) and 29 (avss). A scanning electron microscope (sem) inspection noted a copper anomaly between these two traces. Simulations of leakage paths from the vref node to the avss node in the hybrid system breadboard were consistent with the reported field failure conditions in this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and the failure disappeared during analysis. Preliminary analysis confirmed the no telemetry and no output conditions. Tried obtaining telemetry after device was milled opened and was able to establish telemetry with the device. A save to disk (std) was obtained, translated the std and it was noted that the device is in a power on reset (por) condition. A total of 4 por's occurred on (B)(6) 2012, which is the explant date. The device was sent for further analysis. The cause for the por failure was not determined. The device was confirmed to have functional telemetry and pacing output. The device clock was noted to have 24 day difference between real time and device time. The device was also noted to have experienced multiple electrical resets (pors) recorded in memory. The pors occurred on (B)(6) 2012 which corresponds to the explant date. It was noted that a 24 day discrepancy in the device clock is approximately equal to the time between the pors (explant date when telemetry was no functional) and the time when the returned product lab cleared the failure. The discrepancy in the device clock is consistent with a problem with the system clock oscillator. Therefore the function of the y1 crystal oscillator was examined and monitored. No anomalies were identified and nominal operation was observed.